Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stated the device had damaged locking components. It is unk if the device was being used in surgery. It is unk if pt or user injury was reported. No add'l info was provided.